Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on april 10, 2017. (B)(4).

Event description:
It was reported that the patient experienced flap complications. Subsequently, a steroid injection was administered to the patient's abutment site (date not reported). Revision surgery to place an internal magnet is planned; however, it is unknown if this has occurred as of the date of this report.